Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Firing trigger teeth. The analysis results found that the atw45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.

Event description:
It was reported by the affiliate that during an unknown procedure, the jaw was stuck on the tissue. The surgeon used extra force to open the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient.